Event description:
A pump alarm was reported during pumping, specifically alarm 20. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to load a new cartridge correctly and successfully resumed insulin therapy. There was no previous report of cartridge alarms with this pump serial number, and the original cartridge lot number was unavailable.